Manufacturer narrative:
Only the subject device, the 2nd one of 3 devices which were used in the reported procedure, was returned to omsc for eval. This report is only for the 2nd device. The eval confirmed that the ptfe pad of the device was partially separated. The tip of the probe and the jaw had contact marks against each other. The mfg history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is separated from the grasping section. Considering the eval result of the subject device, omsc concluded that the separation of the ptfe pad occurred since the user continued activating output for an extended time after the tissue already cut. And the separation of the pad caused a contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks were made and the reported error occurred. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based on the finding of the eval, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic lower anterior resection, 3 devices of thunderbeat were used. The subject device (the 2nd device of them) could not generate the energy output. The procedure was completed with the 3rd device. There was no pt injury reported.